Manufacturer narrative:
In this complaint, as reported in the event description, the packaging of a device was found broken. The device involved is: reverse shoulder system 04.01.0003 std humeral diaphysis - cementless - 8 (k170910) lot. 2202554. Below the analysis performed regarding this device: batch review performed on 27 nov 2024: lot 2202554: (B)(4) items manufactured and released on 05-apr-2022. Expiration date: 2027-03-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Picture analysis performed by packaging and washing manager. The complaint highlights the perforation by the implant of the plastic bag. The breakage could have been generated during handling/transport. The packaging used for this batch has been improved.

Event description:
During the primary shoulder surgery, the surgeon planned to utilize a standard size 8 stem but the inner packaging was broken and the stem protruded. There was no another standard size 8 stem available, so the surgeon downsized to a size 7, which was unstable. The surgeon then attempted to upsize to a standard size 9 stem but the calcar fractured during broaching. The surgeon ultimately decided to implant a long size 8 stem. Due to this, the surgery was extended by approximately one hour.